Manufacturer narrative:
Investigation summary: a complaint of holes in tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 30873 lot number 19016360 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pca administration set tubing had a hole in it. The following information was provided by the initial reporter: "as per the account, hole in tubing around the luer lock."